Manufacturer narrative:
F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, the intra aortic balloon (iab) was inserted through a sheath and was in place via an x-ray. The iap-0500 started pumping and the iab promptly inflated. But, the wave form looked "dampened". As a result, the clinician tried to aspirate and flush the line, however, this was not possible, "yet there was blood coming back." The md removed the iab over the wire, aspirated again with a little blood coming back. The md removed the iab and inserted a second iab without complications. The iabp did not alarm. Pump strips were not generated. X-rays were performed and "everything looked good." The pts' outcome is "ok."